Event description:
We have not yet used this medical device on our son. It uses aaa batteries and we are able to set it up , but when the urine sensor is connected, the system starts to make a small vibration which is continuous and doesn't stop. This is not as big as an issue, but the major issue is that the alarm is heating up. There seems to be something that is clearly stuck inside the device which is making it so hot. It is unusable with this amount of heat. Actually fairly dangerous to use on skin. The heat is in excess of 160f and can hurt my boy's skin. Sensor is removed and the device starts to cool. Sensor is inserted and it starts getting hot.